Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Event description:
It was reported that during an unknown procedure, the reloads kept popping out of place. After it happened with four different reloads they opened a new stapler. The reloads worked fine. There were no patient consequences.